Event description:
During procedure the customer went to use the probe and received a warning 06. The procedure was cancelled and rescheduled but the date of the new procedure is unknown.

Manufacturer narrative:
The 10cm denervation probe was connected to an et20-s spine test generator for functional testing. The probe passed two tests at 90 deg.-c with no problem found.